Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000095610. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing uncomfortable stimulation at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 where it was noted that two of the patient's lead contacts were out. The ipg and lead were explanted and replaced to address the issue. It is unknown which lead was affected.